Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. Subsequently, the pump shut down. The customer provided a blood glucose of 345 mg/dl. Tandem customer technical support (cts) reviewed the pump¿s settings and usage rate. Cts informed the customer that the depletion rate was within normal parameters based on the settings and usage rate, however the customer continued to express a belief that the battery depletion rate was abnormal. Reportedly, the customer continued to use the pump for insulin therapy, and also had manual injection supplies available.